Manufacturer narrative:
Visual and functional inspection was performed on the returned guide wire. The reported irregular texture and stretched coils were confirmed. Additionally, it was noted that the ribbon coils were unraveled, stretched and separated (not in two separate pieces) distal to the proximal solder. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined that the reported/noted irregular texture, stretched coils and coil break appears to be related to operational circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that manipulation of the guide during unpackaging and/or preparation, the guide wire¿s coils became stretched. Further manipulation of the guide wire likely resulted in the noted coil break and irregular texture. The noted teflon coating damage likely occurred during attempts to advance the guide wire through the sheath or during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that possibly when removing the device from the protective packaging, or when getting ready to insert, or when inserting the supra core guide wire into the sheath, the surface felt irregular and either during removal from the protective packaging or sheath, it was noted that the coils were stretched. The device was not used in the patient. There was not adverse patient effect or a clinically significant delay in procedure. Another supracore guide wire was used to continue the procedure. No additional information was provided. Device analysis revealed the ribbon coils were unraveled, stretched and separated (not in two separate pieces) distal to the proximal solder.